Manufacturer narrative:
Date of event: estimated. The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the single leaflet device attachment (slda). It was reported that the initial mitraclip procedure was performed on (B)(6) 2020 to treat functional mitral regurgitation (mr) with an mr grade of 3-4. One clip was implanted, reducing mr to 1. On an unspecified date, echocardiogram was performed, which found that the clip detached from one leaflet and remained attached to the other leaflet (slda). Mr increased to 3-4. On (B)(6) 2019, a second mitraclip procedure was performed. One clip was implanted reducing mr to 1-2. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific issue. The reported patient effect of recurrent mitral regurgitation (mr), as listed in the mitraclip system instructions for use (IFU), is a known possible complication associated with mitraclip procedures. Based on the information provided a conclusive cause for the reported single leaflet device attachment (slda) cannot be determined. The reported recurrent mr is the result of the slda. There is no indication of a product issue with respect to manufacture, design, or labeling.